Event description:
Material no.: 309680; batch no.: 9021991. It was reported that during use of the bd luer-lok¿ syringe the syringe is difficult to use once it has been filled as the plunger is hard to push down. The following information was provided by the initial reporter: the syringe is difficult to use once it has been filled and the piston is hard to push down. The distance from the top of the syringe to piston of 60ml is 1.3 cm longer than terumo brand.

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the columbus batches (8123776, 8123778) associated with the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
(B)(4). It was reported that during use of the bd luer-lok¿ syringe the syringe is difficult to use once it has been filled as the plunger is hard to push down. The following information was provided by the initial reporter: the syringe is difficult to use once it has been filled and the piston is hard to push down. The distance from the top of the syringe to piston of 60ml is 1.3 cm longer than terumo brand.